Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during a cryoablation procedure: two (2) patients developed groin hematomas that did not require further intervention. One (1) patient experienced a stroke where emergency cerebrovascular revascularization was successfully performed. One (1) patient experienced transient phrenic nerve palsy (pnp) which resolved within 3 days of the procedure. One (1) patient developed a pericardial tamponade that required additional surgical treatment other than a pericardiocentesis. The status of the catheters is unknown. Follow up is being conducted for additional information on the catheters. No further patient complications have been reported as a result of this event.